Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate were inaccurate multiple times after loading a cartridge with insulin. The customer's blood glucose level was not impacted. It was indicated that the customer would use the pump until replacement arrived.